Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 hubless silicone flat drain. Visual inspection of the sample noted a strand of hair inside the packaging. Also received 4 photo samples. First photo sample shows top view of hubless silicone flat drain enclosed within original packaging and red arrow indicating towards hair strand. Second photo sample showing top overview of outer packaging. Third photo sample shows end of catheter. Fourth photo sample zooms in on hair strand within closed packaging. Based on photo and original sample received the product does not meet specifications which states "no hair is permitted on the product." Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be packaging is not stable over the shelf life of the device. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hair mixed in sterile bag of wound drain device. Per internal comments received on 30jan2024, it was confirmed that it was unopened. They confirmed that there was a foreign object in the sterilized bag. Inside the bag containing the product

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hair mixed in sterile bag of wound drain device. Per internal comments received on (B)(6) 2024, it was confirmed that it was unopened. They confirmed that there was a foreign object in the sterilized bag. Inside the bag containing the product.